Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined and they met all requirements. No device failure detected and the product is within specification.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a right breast lumpectomy procedure on (B)(6) 2014 and suture was used. At final skin closure, at the time of the last throw of suture as the surgeon was about to bury the knot, the surgeon noted that the needle was broken. The incision was opened and the wound explored but the surgeon was not able to locate the portion of needle. An xray was taken and the result was negative. Another suture was used to close the incision. The patient may have a retained foreign body as the broken portion of the needle was not located. Additional information was requested.